Event description:
It was further reported that the manufacturer received product performance data and an additional battery subsequently tested out of specification during manufacturer's analysis. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: five (5) batteries ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation of (B)(6) and (B)(6)confirmed that the associated devices met all requirements for release. Review of the available autolog report revealed ten (10) power disconnect alarms were logged involving (B)(6) logged since (B)(6) 2023. Additionally, four (4) critical battery alarms were logged involving (B)(6) since (B)(6) 2023. The autolog report will log the battery capacity at the time of the alarms. Since the battery capacities at the time of the alarms were logged at greater than 10% relative state of charge (rsoc), it is likely the alarms were due to communication errors between the batteries and the controller. Raw log files were not available for analysis. As a result, the reported power switching event could not be confirmed, however, the reported critical battery and power disconnect alarm events were confirmed. The batteries were lubricated prior to release. Based on the available information, the most likely root cause of the reported critical battery alarms event can be attributed to communication errors between the batteries and the controller. Possible root causes of commu nication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to a communication error and/or momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Possible root causes of the reported power disconnect alarms can be attributed, but not limited, to a welding defect, a faulty internal cell pair, and/or a soldering defect. Additional products: d1: heartware ventricular assist system ¿ battery: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery: (B)(6) h3: yes d1: heartware ventricular assist system - battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2020/ serial#: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 20-dec-2019 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023/ serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 27-apr-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023/ serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 27-apr-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023/ serial or lot#: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 27-apr-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four (4) batteries exhibited power switching, critical battery and power disconnect alarms. The batteries were removed from service. No patient complications have been reported as a result of this event.